Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No failed battery test noted during testing. The insulin passed self test, unexpected error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked battery tube threads and scratches on lcd window.

Event description:
The customer reported via phone call that they experienced high blood glucose due to failed battery test alarm. The customer's blood glucose was 471 mg/dl at the time of incident. The customer stated that the failed battery test alarm recurred after placing replacement battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.